Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had to have an MRI about a month ago and had to turn their therapy off for the MRI. The patient went to see their bladder doctor and the doctor was going to set up a schedule for a manufacturer representative (rep) to meet with them to set the stimulator back up, but that never happened. The caller tried to turn the therapy back on today and it hurt the patient so bad that they had to double over in pain. The agent reviewed how to decrease amplitude to a comfortable level for the patient. The caller indicated the therapy had been off for several months and they only just tried turning it back on today. The therapy never worked well for the patient. The patient had a new managing healthcare provider (hcp) who wanted the patient to meet with a rep to reprogram their device. The agent emailed field staff regarding request. The rep replied they would reach out to the patient.